Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that stim was turning off by itself at regular intervals. The patient stated the device was checked by a manufacturer's representative (rep) who told him that there was no scheduled therapy programmed. The patient stated that he has adaptive stim enabled and this issue began after adaptive stim was turned on. There were no reported complications and no further complications were expected. Patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was not resolved. 30 minutes on and then 30 minutes off. Patient's weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that nothing had been done yet to resolve their stimulation intermittently turning off.

Event description:
Additional information received stated that one of the patient's 3 programs is turning off and on. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their stimulation was still turning on and off every 30 minutes and "seems to be running two different programs." They noted they had been seen two times for programming and "nobody knows" and that it's "very dangerous."